Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 issue was verified, but the minimum fill notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150 - 160 mg/dl.